Event description:
It was reported that during a da vinci-assisted general inguinal hernia bilateral surgical procedure, the customer informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) that the left surgeon side console (ssc) high resolution stereo viewer (hrsv) display turns black intermittently. Csr contacted dvstat. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the logs and confirmed error 48259. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked prior to starting the procedure and all was good. No error was displayed. The customer had two sscs available, and the surgeon made a decision to switch to another ssc at the time of the issue. The procedure was completed using another ssc with no further issue observed. Further follow up confirmed that the procedure was meant to be a single ssc procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting an ssc hrsv issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed identifying an issue on the ssc hrsv monitor cable connection. Fse performed a reconfiguration and ensure proper cable connection on the ssc hrsv to resolve the reported issue. No part replacement was performed. Following this, the system was tested, operated without issue and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a improperly connected ssc hrsv monitor cable. This complaint is considered a reportable event due to the following conclusion: the customer experienced ssc hrsv issue and replaced the ssc with another to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.